Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion due to l4 spondylolisthesis during which cages were implanted. Post-op, infection of the inter-vertebral disc was observed. A revision surgery has been planned for the removal of the cage due to infection.